Event description:
Caller reported that a malfunction occurred on the pump, with no notable events happening prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump by providing reset information, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to call back if the malfunction recurs, which the caller acknowledged and understood.